Event description:
It was reported that an implanted implantable neurostimulator was associated with discomfort, soreness, and pinching because the implantable pulse generator had scarred in a tilted or sideways position in the lower right flank pocket site and was uncomfortable due to being tilted in the pocket. The patient reported no trouble charging. A device revision was performed in which the implantable pulse generator was repositioned and moved from the right lower flank pocket site to the left lower flank per patient request, and the issue was reported as resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.